Event description:
Edwards received info that fourteen (14) years, nine (9) months, post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to unk reasons. A 23mm transcatheter valve was subsequently implanted and, as reported, the pt did very well.

Event description:
Edwards received additional information indicating the reason for re-operation was due to severe aortic stenosis from two (2) fused leaflets.

Manufacturer narrative:
Method: device remains implanted. Add'l MFR narrative. The device was not returned to edwards for analysis because it remains implanted in the pt, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Although there have been attempts to receive further info regarding the event, no add'l details were provided. If further info becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4) = fused leaflets. Additional manufacturer narrative: trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.